Manufacturer narrative:
No procode, common device name and/or 510k provided as this device is not released for distribution in the united states. A medtronic representative evaluated the navigation system. The issue was suspected to be with the psu and scu. The suspect psu and scu were returned for medtronic's evaluation. Evaluation discovered electrical failure on both parts. Replacement parts were shipped to the site. Upon replacement, a full system checkout was successfully completed, with all checks passing. The system is now fully functional.

Event description:
A medtronic representative reported that during a cranial resection case, after registering the patient on the navigation system, the positioning sensor unit (psu) made a beeping noise. Camera detail indicated that the localizer was disconnected. The psu and the system control unit (scu) was restarted. The system was intermittently usable. There was a reported delay to the procedure of less than 1 hour due to this issue. The procedure was successfully completed, with no adverse effect on patient outcome.

Manufacturer narrative:
The vendor investigation of the returned system control unit (scu) confirmed that the reported event was related to an electrical issue. The unit had an internal strober error which was caused by a faulty component on the front board. As a result, the affected component required replacement followed by applicable tests to ensure proper operation. The reported event was confirmed. This issue was documented in a medtronic navigation hardware anomaly tracking database. The vendor investigation of the returned positioning sensor unit (psu) confirmed that the reported event was related to an electrical issue. The unit failed incoming accuracy testing, therefore required recharacterization as an extended pyramid volume programmed with rev firmware as it was received. The reported event was confirmed. This issue was documented in a medtronic navigation hardware anomaly tracking database.